Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed, no issues were found, the device appears to be in good condition. No damages or failures on the catheter code board assembly. Microscopic inspection revealed the guidewire exit port was damaged. Impedance testing showed an electrical open at the distal end of the catheter; 0-10 cm from the distal housing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. The opticross was advanced to visualize the lesion after pre-dilating with a 2.05 x 20mm balloon. While entering the lcx artery the device had difficulty on crossing the lesion and the lens was shattered that resulted to image issue. The procedure was completed with this device. The patient was stable.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. The opticross was advanced to visualize the lesion after pre-dilating with a 2.05 x 20mm balloon. While entering the lcx artery the device had difficulty on crossing the lesion and the lens was shattered that resulted to image issue. The procedure was completed with this device. The patient was stable.